Event description:
Patient lost to follow-up for past 5 years. Device could not be interrogated at in-office visit. It was recommended to treat the device as being eos. Next steps to be discussed with physician. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was explanted on (B)(6) 2023 the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.